Event description:
It was reported that implant at tooth site 36 fractured and was removed. Discovered during clinical procedure. Freehand surgery.

Manufacturer narrative:
ZimVie complaint number (b)(4).A2: Age at time of the event: unknown / not provided.A3: Gender: unknown / not provided.A4: Patient Weight: unknown / not provided.D4: Unique Identifier (UDI) Number: not available.E1: Phone #: unknown / not provided.